Event description:
A caller reported that a malfunction occurred on a pump and provided the malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.